Manufacturer narrative:
Additional information: d.4. UDI. H. Attached medwatch. Investigation summary: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. With no actual sample analysis, a probable root cause could not be offered.

Event description:
No additional information.

Event description:
It was reported that bd needle sftygld 25x5/8 rb - 305901 needle pulled out of hub. Complaint via email. Using a syringe and attached needle, the team member inserted the needle into a sterile diluent and injected the diluent in the powder vial. When the syringe was withdrawn the needle was noted to have separated from the hub and remained in the rubber stopper of the vial. Bd safety glide needle. 25g x 5/8" lot: 5301004 expiration: 9/30/2030.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.